Manufacturer narrative:
The ise system is calibrated every 8 hours followed by a qc run. Qc results were within the labs established limits pre and post the event. A bci field service engineer (fse) replaced the carbon bridge; however, this did not resolve the issue. Fse removed a piece of rubber from the electrolyte injection cup, installed new eic- o-ring and spacer, new seals, cleaned the co2 port, and installed a new co2 membrane. A clear root cause can not be determined from this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous high na, k, co2, and cl results generated by unicel dxc 800 pro synchron chemistry analyzer. The erroneous results were reported out of the laboratory. The samples were repeated and lower results were obtained. Unknown if amended report was issued. The customer has not received any report of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.